Manufacturer narrative:
Data analysis: imc logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered while running an impella. Real-time (rt) logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: console ((B)(6)) was sent back to fs for further investigation. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Repair: before returning the console to the customer, fs was instructed to perform a full functional check. Optical bench fw subcomponent with no lot or serial number required. Q1) service history review - are there any qns associated with the complaint device¿s most recent service report? There were no nonconformances in the most recent fsr before the complaint occurrence date which were related to the failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a q3) complaint history review - have there been any other complaints against this console? No phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
Additional information: the hemolysis resolved on its own within 12 hours of the initial discovery of the hemolysis. No intervention needed. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
There are two associated devices for the reported event. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Controller failure was reported. It was discussed to push the white cable in fully which initially corrected the issue. Placement signal (ps) and left ventricle (lv) waveforms returned and alarm went away. Pump continued to function well. Towards the end of the case a yellow "controller error: switch to back up controller" alarm appeared. White cable was fully plugged in. Since no other trouble shooting was possible, the decision was made to switch to an alternate controller. Pump switched without issue and it continued to function normally on the new controller. There was no patient injury reported. Additionally, it was reported that the patients urine turned reddish in color. Labs were ordered and results were noted to be pending. No alarms. The physician wanted to get labs back and then decide on plan. The patient continued on support until the device was explanted.